Event description:
It was reported that the patient presented to the clinic for a refill on the day of the report and his pump was alarming. The alarm was confirmed by telemetry. The alarm was due to an unrecovered motor stall that occurred on (B)(6) 2012. The stall was constant. The pump was unable to be restarted. The cause of the stall was unknown. The patient began hearing the pump alarming the week prior to the report. The patient began feeling withdrawal symptoms and flu-like symptoms around the beginning of (B)(6) 2013. The pump was to be replaced within 3 weeks of the report. The pump was turned off to silence the alarms. The patient was managed with oral medication. The device system was used to deliver compounded morphine and bupivacaine. Additional information was requested but was not available at the time of this report.

Event description:
Additional information was received. Hcp reported event was attributed to a pump motor stall without recovery. The pump was stalled since (B)(6) 2012. A surgical intervention for pump revision occurred on (B)(6) 2013. The pump was explanted. Signs and symptoms associated with the reported event were nausea, vomiting, chills, increased pain, anxious. Patient did not require hospitalization due to the event. The device was sent to pathology at (B)(6).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).